Event description:
The customer reported that the device intermittently locks up.

Manufacturer narrative:
The unit was evaluated at philips and the symptom was verified. Replacing the process pca resolved the reported issue.